Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the sensor cover was broken and the enzyme sensor was malfunctioning; however, this event causes a temporary inconvenience because the device or device accessories cannot be used. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a broken sensor cover was confirmed. The reporting of an enzyme sensor malfunction was not confirmed, however a sensor malfunction was found. The device evaluation found the sensor cover was broken and the enzyme sensor was malfunctioning. Additional findings include: e95 error and detergent sensor was confirmed as abnormal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoscope reprocessor¿s enzyme liquid sensor was faulty and its cover was damaged; both were in need of repair. The issue was found during reprocessing, and the procedure was completed with a similar device. Inspection and testing of the returned device found the sensor cover was broken and the enzyme sensor was malfunctioning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.